Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that total knee arthroplasty was performed and, during the procedure, im rod didn't go through the adjustable guide. Subsequently, another back up guide was used to complete the procedure. There is no additional information at this time.

Manufacturer narrative:
The reported event cannot be confirmed. Product was returned and visual evaluation of valgus alignment guide exhibits signs of repeated use (nicked or gouged) and the locking nut shows signs of being tightened/loosened with something other than by hand (tool marks). Also, performed a functional check using im rod and it slid through & locked in as intended. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Based on the technical evaluation, the instrument was functioning as intended during testing. It is unknown what caused the instrument to malfunction during the use. During the investigation, it was found that the locking nut showed signs of being tightened/loosened with hard tools. It cannot be determined when/where these occurred or if it contributed to the malfunction experienced in the procedure. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.